Event description:
Information received indicates when the bed is put into brake; the pedal will pop back out and not stay in brake.

Manufacturer narrative:
The facility has not completed repairs to the bed.